Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The patient has anti-phospholipid antibodies (apas). Per product labeling, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from a coaguchek xs meter compared to a laboratory result using an unknown method. At 8:34 p.m., the meter result was 7.3 inr. At 8:50 p.m., the laboratory result was 3.5 inr. At 10:34 p.m., the meter result was 5.2 inr. The patient¿s therapeutic range is 2.0 - 2.5 inr.

Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.